Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 6mmx3.50mm wolverine cutting balloon catheter was advanced for dilatation. However, during second inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed, and a pinhole was noted. The procedure was completed with another of the same device. No patient injuries reported, and the patient condition was good post-procedure.